Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device migration') in a 44-year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included losartan for hypertension. On an unknown date, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pain"), lasting 396 days. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. In (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device migration') in a (B)(6) year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included losartan for hypertension. On an unknown date, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pain"), lasting 396 days. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. In (B)(6) 2016, the pelvic pain had resolved. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.